Event description:
It was reported that there was flickering on the main screen and a battery indicator/battery main board malfunction. No patient injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.